Event description:
The following information was reported to gore: on (B)(6) 2024, a 7 mm x 29 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the superior mesenteric artery (sma) during treatment of stenosis. After pre-dilating the sma with a 4 mm balloon, the physician advanced a vbx device over an 0.035" glide advantage guide wire through an oscar steerable introducer sheath (size unknown). However, the physician was unable to advance the vbx device though the vessel stenosis. During the removal of the vbx device through the introducer sheath, the device got hung up on the edge of the sheath and became dislodged. The physician was able to pull the vbx device into the common iliac artery and pin it to the wall with an additional vbx device. The procedure was successfully completed with a 6 mm x 29 mm vbx device. The patient did not experience any adverse consequences.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. The root cause of the reported endoprosthesis dislodgement is consistent with the potential use error of attempted withdrawal of the fully introduced endoprosthesis back into the introducer sheath. Per the IFU, withdrawing the vbx device endoprosthesis back into the sheath can lead to various issues including dislodgment of the endoprosthesis. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. The device instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and the below statements were identified as having a relation to the complaint. "Do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and/or damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem."